Event description:
A malfunction alarm with code malf 0 was reported. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement and was to use a replacement pump as backup therapy. Technical support confirmed the customer's shipping address and provided instructions for storage mode and returning the problematic pump within 10 days using the pre-paid label and return box.